Event description:
It was initially discovered while reviewing programming history that a programming anomaly was observed. The pt had their settings changed to unintentional settings typical of an incomplete system diagnostics although there was no system diagnostics prior to the settings change. There were several interrogations showing the setting changes and even a programming to leave at those settings. The pt left the office at those settings and did not have them corrected until an appointment 2 days later.

Manufacturer narrative:
Analysis of programming.